Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the child experienced vomiting when the cgm was reading 73 mg/dl, and they were taken to the emergency department (ed). They specifically linked this inaccuracy to the hypoglycemic event that led to the emergency room (ER) visit. Treatment and management of hypoglycemic shock was not documented. No duration of hospital stay was provided. The call did not include any specific information about how long the patient remained admitted. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.